Event description:
Information was received that reported a pt had been hospitalized in 2006, due to hyperglycemia. Reportedly, the pt awoke prior to the event, vomiting and had a blood glucose of 448. Allegedly, the pt was bolused, but this did not bring his blood glucose down. They called his md who advised an insulin injection which brought the pt's blood blucose down, but when he continued to vomit he was brought to the e.r. At 11:30 am, where his blood glucose was measured at 418. He was released at 6:00 pm that day with a blood glucose of 69, after treatment with insulin and IV fluids.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The housing of the device was found to be cracked and damaged in multiple locations. The extent of this damage made the device inoperable and therefore delivery, accuracy, and performance tests could not be performed. Unable to determine how and when the device became damaged.